Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings in the device. Lump/nodule-ndr: no observed gel fracture in the device. Additional observations: deformation observed in the device. Yellow particles observed in the surface of the shell.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Health effect: f2203. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. -lump/nodule: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6

Event description:
Patient additionally reported "breast...4 nodules, c3." This event is not device related.